Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event was related to a known device functionality that prevents program setting changes during interrogation of an ongoing episode. During which, if therapy is needed the emergency therapy option can be utilized.

Event description:
During an emergency follow-up, the patient experienced an episode of ventricular tachycardia. All therapies were appropriately delivered by the device. The physician was unable change the therapy parameters and used the programmer to deliver an emergency high voltage therapy. The patient is in stable condition.